Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing with the dual stopcock separates from the luer lock connector next to the patient. There was no report of patient harm.

Manufacturer narrative:
The customers report of IV tubing separating from the luer lock connector was confirmed. Visual inspection noted an absence of bonding solvent at the bond site between tubing and male luer. The root cause of the separation was determined to be an insufficient solvent application at the bond site of male luer to tubing occurring during production of the set.